Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in the device, the material adhered to the bending section cover. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from forceps elevator, resulting in a loss of water tightness on the forceps elevator. A definitive root cause could not be established. The event can be detected and prevented by following the instructions for use: tjf type q180v operation manual chapter 3 preparation and inspection. Tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the adhesive on the bending section cover has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.